Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the mid left anterior descending artery (mlad) that had perforated. An attempt was made to cross the lesion with the graftmaster 2.8 x 26 mm; however, as the lesion was calcified it would not cross. The patient was treated with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure due to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.